Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke during use and dislodged from the device. The needle was retrieved. No pt injury was reported. Another device was used to finish the procedure.